Event description:
It was reported that pump indicated battery charge dropped rapidly from 70% to 25% while charging, although no low power alerts or shutdown alarms occurred and issue was no longer present at time of call. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset after event, battery charge later returned to 100%, and technical support provided education on sudden battery level changes and best practices, with customer agreeing to monitor system and call back if issue persisted.